Event description:
It was reported that during a sigmoid colon resection, not all of the staples formed on the first staple line on the rectum. Sutures were applied. Due to the site, a temporary colostomy was completed but has already been reversed. The pt is doing fine.